Manufacturer narrative:
(B)(6)

Event description:
The customer complained of high inr results on coaguchek xs meter serial number (B)(4) compared to the coaguchek meter used at his doctor's office. The customer tested on his meter at 7:30 a.m. With a result of 2.3 inr. The customer was tested on the doctor's coaguchek meter at 8:30 a.m. And the result was 1.7 inr. The customer re-tested on his meter at 8:50 a.m. And the result was 2.4 inr. The customer's therapeutic range is 2.2 inr - 2.5 inr. The customer had taken clexane for a time but this was stopped on (B)(6) 2018 and the customer started taking marcumar again. No adverse event occurred. The customer feels well. The meter and test strips were requested for investigation. Relevant retention test strips (lot 266835) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: reference meter and master lot strips: 2.1 inr, customer meter and customer strips: 2.0 inr. Donor #2: reference meter and master lot strips: 2.8 inr, customer meter and customer strips: 2.9 inr. The maximum difference between measurements with the same blood sample was 3%. Returned customer material and retention material comply with specification.